Event description:
During the stenting of the superficial femoral artery (sfa) the physician placed a stent which did not expand to the required length. The physician then placed another stent of the same catalog and lot number and this stent also did not expand to the proper size. The procedural physician descibed the stents action as "they accordioned" after deployment. There is no pt specific information available at this time. There was no reported injury to the pt.